Manufacturer narrative:
Unit was received from the field for evaluation. Refer to evaluation # (B)(4) - tested handpiece and cassette separately to isolate issue. Cassette tested fine. Issue was isolated to handpiece (test002). Upon internal inspection we found loctite in the compression nut. The DHR for microtip lot 19713-04 was reviewed and showed the units met manufacturing specifications when released and there were no issues related to the complaint. (B)(4).

Event description:
Saline irrigation tubing blocked error message. Checked set-up. No kinks, etc. We (myself and clinical specialist) believe a piece of the saline bag broke off inside the spike hub.